Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the electrical pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin and breaking it off. The assignable root cause was determined to be due to component damage due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an emergency cranial surgery, it was observed that the motor device was missing a pin on plug. As a result, there was a five minute delay to the surgical procedure. A spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.